Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the patient with this system experienced a decreased level of conciousness and required intubation for a short period of time. There was no further intervention or adverse events.